Event description:
It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred. The lesion was located in the first diagonal of the left anterior descending artery. The physician inserted the apex 2.00 mm x 15 mm balloon into the stent strut and the balloon ruptured. The procedure was completed with a different device. No pt injuries or complications occurred. The pt status is satisfactory.